Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on shorter exhaust tubes of the pump. A separation was noted on the inlet tube if the pump near the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the inlet tube near the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the hydraulic prosthesis was non-functioning, the tube for the cylinder was cut [fractured] on the right. The implant was removed and replaced.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the tube for the cylinder was cut on the right. No other patient adverse events were noted.

Manufacturer narrative:
B5: updated d4, h4: lot number, expiration date, di and manufacturing date corrected.

Event description:
According to the available information, the hydraulic prosthesis was non-functioning, the tube for the cylinder was cut [fractured] on the right. The implant was removed and replaced.